Event description:
The st. Jude sales representative phoned to report that a patient had presented to the hospital after receiving shocks. The device was t-wave oversensing. It was noted that the patient had fallen two weeks earlier. The lead was repositioned and the measurements were not good. Technical services recommended a new lead but the patient had high dfts and the physician did not want to move the lead or put in a new one. The device and lead were left in and followed up two weeks later. In 2002 the decision was made to explant the device and lead.